Event description:
Customer reported motor error alarm had occurred during a bolus. Customer's blood glucose was 290 mg/dl. Customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.